Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 9 months due to central ai and torrential pvl with dehiscence following endocarditis. The procedure was performed with a 23mm 9755rsl transcatheter valve. This is a 76-year-old male patient.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 9 months due to dehiscence with severe transvalvular regurgitation and paravalvular leak. The patient presented to with nstemi and pseudoaneurysm. The procedure was performed with a 23mm 9755rsl transcatheter valve. Per medical records, echo demonstrated severe transvalvular and paravalvular regurgitation largely in the posterior aortic root, with an ef of 30%. Cta revealed pseudo2015691-2024-09999-1aneurysm along posterior aspect of aortic root. Patient underwent tavr and discharged on pod#6. This is a 76-year-old male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2, h6(type of investigation) corrected sections: b5, h6 (clinical code, device code, investigation finding, investigation conclusion) device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. Regurgitation identified post procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and or thrombosis regurgitation occurring during device implantation or post procedurally is most commonly related to patient and or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation no labeling non-conformance deficiency no use related issue with a hazardous situation no device related infection and no evidence of a product failure with regard to design, reliability, or use error. The most likely root cause is patient-related factors, including history of coronary artery bypass graft (CABG), coronary artery disease (cad), chronic kidney disease (ckd), liver injury presence of a pseudoaneurysm, which has developed in the same area where the valve dehisced. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.